Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The device was noted to be discolored, the shell and valve were blue in appearance. White, yellow, brown and black particulate matter was noted on the shell and center patch. A sample fill tube was used for further device testing. A valve test was performed, and when attempting to inject di water into the valve, extreme resistance was met. Trace amounts of fluid were able to be injected. An air leak test was not performed due to the limited ability to inject fluid into the valve. White particulate matter covered approximately 75% of the surface of the balloon. Brown particulate matter was noted in the valve channel/hole. No opening on the balloon was visible, due to the dark discoloration of the shell, the inability to perform a leak test, and the particulate matter covering the surface of the shell.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: complications: possible complications of the use of the orbera system include: abdominal or back pain, either steady or cyclic. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Warnings and precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient complained about pain and vomiting. Endoscope confirmed fungal colonization".